Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint #(B)(4).

Event description:
As reported, on (B)(6) 2016, a patient of unknown age and gender presented for an endovenous laser procedure. During preparation for the procedure, when the treating physician was removing the laser fiber from the sterile, the fiber fractured. The disposable device was set aside and a new of the same device was used to successfully complete the procedure. It was reported the patient suffered no harm or injury due to the event as it did not come into contact with the patient. The reported disposable device has not been returned to the manufacturer for evaluation.